Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states her patient states that there is not enough gap on the left wheel for it to rotate correctly and it is hitting the frame.